Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infected site and excess scar tissue formation from the steel needles and was seen at the clinic today for cellulitis around her infusion site on (B)(6) 2026. Patient experienced the symptoms of skin inflammation and irritation at the time of the event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.